Manufacturer narrative:
The t:slim user guide indicates that when insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an alarm and the blood glucose level was 386 mg/dl. Tandem customer technical support (cts) reviewed the pump history with the contact and found multiple resume pump alarms after the pumping was suspended by a user command. No other alarms were found for that day. Cts had the customer perform a system check and the pump was found to be functioning as expected.